Manufacturer narrative:
(B)(4). Insulin pump received with missing segments/partial display due to crack liquid crystal display glass. Insulin pump also received with scratched liquid crystal display window.

Event description:
Information received by medtronic indicated that the insulin pump had cracked retainer ring and reservoir was able to lock in to place. Insulin pump screen broke off and multiple crack on it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.